Manufacturer narrative:
Reported event of loose or intermittent connection and failure to connect was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the implantable cardiac monitor (ICD) header failed to connect to a lead and the set screw failed to be tightened. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.